Manufacturer narrative:
One (1) unknown pdl implant (polyethylene inlay)/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was initially implanted with a prodisc l device (l5-s1) on (B)(6) 2014. On an unknown date approximately eight months post-op, the patient began having complaints of lower back pain and hearing a clicking noise. On an unknown date the patient had x-rays done. On an unknown date the patient was evaluated by the doctor who noted the polyethylene inlay of the implant had slipped out. A revision surgery has not been scheduled. Concomitant devices reported: prodisc l superior endplate, unknown part and lot number, quantity x 1. Prodisc l inferior endplate, unknown part and lot number, quantity x 1. This report is for 1 unknown pdl implant (polyethylene inlay). This report is 1 of 1 for (B)(4).